Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-oct-2020. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory issues"), cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain") and gait disturbance ("limps"). The patient was treated with surgery (total vaginal hysterectomy with salpingectomy - ovaries retained). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, disturbance in attention, memory impairment, cervicobrachial syndrome, tremor, arthralgia, pain in extremity, feeling cold, myalgia and gait disturbance outcome was unknown. The reporter considered arthralgia, cervicobrachial syndrome, disturbance in attention, feeling cold, gait disturbance, headache, memory impairment, myalgia, pain in extremity, pelvic pain and tremor to be related to essure. Batch no c61992 production date 2014-06-02 expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-oct-2020. The most recent information was received on 05-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, poorly systematized abdomino-pelvic pain, recurrent') and device breakage ('in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant') in a 44-year-old female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019. The patient's medical history included parity. Previously administered products included for contraception: iud nos. Past adverse reactions to the above products included device intolerance with iud nos. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches, recurrent and significant headache, severe, frequent"), concentration impairment ("difficulty concentrating"), memory impairment ("memory issues, memory impaired recurrent"), cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip, joint pain, recurrent"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain, recurrent") and gait disturbance ("limps"). In 2016, the patient experienced asthenia ("chronic and disabling asthenia, generalized loss of energy"), heavy menstrual bleeding ("gynecological, menorrhagia"), insomnia ("insomnia"), concentration impaired ("impaired concentration"), dysmenorrhoea ("gynecological, dysmenorrhea"), musculoskeletal pain ("multiple joint and muscle pain"), burning sensation ("burning sensation"), neuralgia ("neuralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis") and nervous system disorder ("neurological disorder"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("strongly allergic to nickel - as well as to other metals"), adenomyosis ("predominantly corneal adenomyosis") and fatigue ("chronic intense fatigue"). The patient was treated with surgery (total vaginal hysterectomy with salpingectomy - ovaries retained). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, headache, concentration impairment, cervicobrachial syndrome, tremor, arthralgia, pain in extremity, feeling cold, gait disturbance, allergy to metals, adenomyosis, fatigue, heavy menstrual bleeding, insomnia and dysmenorrhoea outcome was unknown, the memory impairment, myalgia, concentration impaired, musculoskeletal pain, neuralgia, xerosis and nervous system disorder had not resolved, the asthenia, burning sensation and dizziness was resolving and the tinnitus had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, burning sensation, cervicobrachial syndrome, concentration impairment, device breakage, dizziness, dysmenorrhoea, fatigue, feeling cold, gait disturbance, headache, heavy menstrual bleeding, insomnia, memory impairment, musculoskeletal pain, myalgia, nervous system disorder, neuralgia, pain in extremity, pelvic pain, tinnitus, tremor, xerosis and concentration impaired to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis. Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant. Batch no: c61992, production date: 2014-06-02, expiration date: 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2021: the case (B)(4) legacy device report num (B)(4) was identified as duplicate and all information were transferred to this case: patient details, medical history were added. Events added in this case: adenomyosis, allergy to metals, asthenia, burning sensation, device breakage, dizziness, dysmenorrhoea, fatigue, heavy menstrual bleeding, insomnia, musculoskeletal pain, nervous system disorder, neuralgia, tinnitus and xerosis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-oct-2020. The most recent information was received on 01-sep-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, poorly systematized abdomino-pelvic pain, recurrent"), device breakage ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant") and incision site haemorrhage ("haemorrhage caused by release of vaginal stitches") in a 44 year-old female patient who had essure inserted (lot no. C61992). Additional non-serious events are detailed below. Other product or product use issues identified: device material degradation ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019). The patient had a medical history of orthostatic hypotension, epigastralgia (epigastralgia after reduction of seroplex), scapula pain (physiotherapy), dorsal pain (physiotherapy), cervical pain (physiotherapy) and psychological disorder (attempt to reduce dose regimen of seroplex but deterioration of the psychological state) in 2013, bone fissure, acute lumbago, muscular back pain, hyperkyphosis and scoliosis in 2011, depressive syndrome in 2005 and weight gain (rapid weight gain of 7 kg on oral contraception), polycystic ovaries, mammogram normal (mammography: acr2 on right, acr1 on left), abnormal weight gain (weight gain of 12 kg in 1 month with trinordiol), breast pain female (mastodynia with trinordiol), abnormal weight gain (weight gain of 12 kg in 1 month with qlaira), breast pain female (mastodynia with qlaira), ovarian cyst functional (functional cyst with mirena), pelvic pain female (pelvic pain with mirena), blood pressure dropped (blood pressure dropped with mirena), missed dose, abortion, multi gravida and parity 3 (3 childrens). Previously administered products included: mirena for contraception, effexor, seroplex and diazepam for depressive syndrome, luteran for mastodynia and qlaira and trinordiol. Past adverse reactions to the above products included: device intolerance with mirena and metrorrhagia with qlaira and trinordiol. Concurrent conditions were listed as asthenia (astenia after reduction of seroplex) since 2013 as well as headache (headaches with mirena), amenorrhea (amenorrhea with mirena), genital herpes and human papilloma virus infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal distension ("after essure insertion the patient felt bloated"). In (B)(6) 2015 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required) and amenorrhoea ("amenorrhea"). In (B)(6) 2015 she experienced asthenia ("chronic and disabling asthenia, generalized loss of energy") and headache ("headaches, recurrent and significant headache, severe, frequent"). In 2015 she experienced concentration impairment ("difficulty concentrating"), memory impairment ("memory issues, memory impaired recurrent / memoey disorder"), a first episode of cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip, joint pain, recurrent"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain, recurrent") and limping ("limps"). In 2016 she experienced fatigue ("chronic intense fatigue"), heavy menstrual bleeding ("gynecological, menorrhagia"), insomnia ("insomnia"), concentration impaired ("impaired concentration / concentration disorders"), a first episode of dysmenorrhoea ("gynecological, dysmenorrhea"), arthromyalgia ("multiple joint and muscle pain"), burning sensation ("burning sensation"), neuralgia ("neuralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis"), nervous system disorder ("neurological disorder") and abdominal pain ("abdominal pain"). In (B)(6) 2017 she experienced genital herpes ("genital herpes") and was found to have blood pressure diastolic decreased ("blood pressure 100/50 mmhg"). In (B)(6) 2017 she experienced osteoarthritis ("x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing") with arthralgia, menstruation irregular and musculoskeletal pain. On (B)(6) 2017 she experienced premature menopause ("various disorders considered to be signs of pre-menopause") with arthralgia, menstruation irregular and musculoskeletal pain. In (B)(6) 2017 she experienced neck pain ("right neck pain such as tightness and burning"). On (B)(6) 2018 she experienced adenomyosis ("predominantly corneal adenomyosis / moderate uterine adenomyosis"). In 2018 she experienced rotator cuff syndrome ("right rotator cuff syndrome") and difficulty in walking ("she can no longer move because of diffuse pain"). In (B)(6) 2019 she experienced a second episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). In (B)(6) 2019 she experienced a third episode of cervicobrachial syndrome ("cervico-brachial neuralgia"). On (B)(6) 2019 she experienced a first episode of tendon disorder ("degenerative supraspinatus tendinopathy"). In (B)(6) 2019 she experienced a second episode of tendon disorder ("degenerative tendinopathy") with arthralgia, menstruation irregular and musculoskeletal pain. On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). In (B)(6) 2019 she experienced scapula pain ("recrudescence of scapular pain") and was found to have weight decreased ("after the intervention of essure removal, she lost of 10 kg in 1.5 to 2 months "). In (B)(6) 2019 she experienced incision site haemorrhage (seriousness criterion medically important). An unknown time later she experienced intermenstrual bleeding ("metrorrhagia"), pollakiuria ("heaviness and pollakiuria"), a second episode of dysmenorrhoea ("dysmenorrhea"), allergy to metals ("strongly allergic to nickel - as well as to other metals") and papilloma viral infection ("smear presence of papillomavirus") and was found to have heavy metal abnormal ("mineralogical analyses carried out and confirm the release of heavy metals, including tin in her body the analysis, the following elements were identified nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine,"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with dafalgan (paracetamol), duphaston (dydrogesterone), corticosteroids, other muscle relaxants, peripherally acting agents and lyrica (pregabalin) as well as surgery (total vaginal hysterectomy with bilateral salpingectomy - ovaries retained on (B)(6) 2019 and haemorrhage caused by release of vaginal stitches treated with surgery). At the time of the report, the asthenia, burning sensation and dizziness were resolving, the tinnitus had resolved and the memory impairment, myalgia, concentration impaired, arthromyalgia, neuralgia, xerosis and nervous system disorder had not resolved. The outcomes for pelvic pain, device breakage, incision site haemorrhage, intermenstrual bleeding, pollakiuria, headache, disturbance in attention, tremor, arthralgia, pain in extremity, feeling cold, limping, allergy to metals, adenomyosis, fatigue, heavy menstrual bleeding, insomnia, heavy metal abnormal, abdominal distension, amenorrhoea, abdominal pain, blood pressure diastolic decreased, genital herpes, osteoarthritis, premature menopause, neck pain, papilloma viral infection, rotator cuff syndrome, difficulty in walking, musculoskeletal pain, weight decreased, the last episode of dysmenorrhoea and the last episode of tendon disorder were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, amenorrhoea, arthralgia, asthenia, blood pressure diastolic decreased, burning sensation, the first episode of cervicobrachial syndrome, the second episode of cervicobrachial syndrome, the third episode of cervicobrachial syndrome, device breakage, concentration impairment, concentration impaired, dizziness, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, fatigue, feeling cold, limping, difficulty in walking, genital herpes, headache, heavy menstrual bleeding, heavy metal abnormal, incision site haemorrhage, insomnia, intermenstrual bleeding, memory impairment, arthromyalgia, scapula pain, myalgia, neck pain, nervous system disorder, neuralgia, osteoarthritis, pain in extremity, papilloma viral infection, pelvic pain, pollakiuria, premature menopause, rotator cuff syndrome, the first episode of tendon disorder, the second episode of tendon disorder, tinnitus, tremor, weight decreased and xerosis to be related to essure administration. The reporter commented: essure placement under general anestesia in ambulatory no particular problems. On follow up (B)(6) 2022: lyrica, caused ae dizziness and drowsiness. After the intervention of essure removal, improvement of headaches, persistent muscle pain, asthenia and dizziness. Worsening of shoulder pain; introduction of acupan. In (B)(6) 2019: significant asthenia; worsening of genital herpes. ; left torticollis. Spinal CT scan showing degenerative disc disease with l4-l5 disc herniation. Hospitalization from 05 to (B)(6) 2019, three months after the hysterectomy. Revision surgery under general anesthesia. Haemorrhage due to release of the stitches of the vaginal suture following sexual intercourse. In (B)(6) 2020: persistent back pain. Cervicodorsal MRI showed c5-c6 degenerative disc disease with disc protrusion, in (B)(6) 2020: scapular, dorsal, lumbar pain; occurrence of right cruralgia., in (B)(6) 2020: depressed; prescription of sertraline, then effexor; proposal for hospitalization in a psychiatric environment, refused by the patient. In (B)(6) 2020: still pain next to the right greater trochanter, linked to gluteus medius tendonitis. Still depressed, in (B)(6) 2021: positive heavy metal allergy tests. Gastroscopy and colonoscopy without abnormality. Ultrasound of the right shoulder: calcifying tendinopathy of the infraspinous tendon. In (B)(6) 2021: right shoulder tendinopathy; introduction of corticosteroid therapy. Physical examination at the time of the expertise showed nothing remarkable except: wearing a thoracolumbar corset since (B)(6) 2021 due to spinal pain; limitation of mouth opening at 3.5 cm; vaginal examination showed pain on deep pelvic examination and right pouch. According to the experts: a causal relationship between the events presented by the patient and the insertion of the essure inserts is totally excluded; the events reported by the patient didn't correspond to an intoxication related to the metals present in the essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] in (B)(6) 2017: 100/50 mmhg [electromyogram] in (B)(6) 2019: upper limbs showed no abnormality [heavy metal test] (date unknown): mineralogical analyses carried out on the implant confirm the release of heavy metals, including tin in her body.during the analysis, the following elements were identified: nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine, calcium, titanium, chromium, manganese, iron, nickel, rubidium, molybdenum, silver, tin, iodine and tantalum [magnetic resonance imaging abdominal] on (B)(6) 2019: moderate uterine adenomyosis. Essure devices normally positioned [pathology test] on (B)(6) 2018: benign cervical biopsy result; on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis lesions and presence of giant cells . Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant [smear test] in (B)(6) 2017: smear showed atypical squamous cells and presence of papillomavirus [specialist consultation] in (B)(6) 2015: four to five months after the insertion of essure, the patient consulted for pelvic pain, amenorrhea starting 2-3 months before alternating with metrorrhagia, significant asthenia and headaches; in (B)(6) 2016: august- (B)(6) 2016: psychiatric follow-up; unstable and conflictual relations with her son's father; on (B)(6) 2017: menstrual irregularities and various disorders considered to be signs of pre-menopause. During this consultation, the physician prescribed duphaston for the regularization of the menstrual cycle; in 2018: end of 2018 - consulted the emergency: the patient reported she can no longer move because of diffuse pain. Prescription of relaxants [ultrasound joint] in (B)(6) 2019: showed degenerative tendinopathy. Articular infiltration. [X-ray] in (B)(6) 2017: bilateral knee pain; x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing [x-ray of pelvis and hip] on (B)(6) 2015: plain abdomen xray showed good position of the essure inserts. Batch no: c61992, production date: 2014-06-02 and expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-sep-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-oct-2020. The most recent information was received on 13-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, poorly systematized abdomino-pelvic pain, recurrent') and device breakage ('in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant') in a 44-year-old female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019. The patient's medical history included parity. Previously administered products included for contraception: iud nos. Past adverse reactions to the above products included device intolerance with iud nos. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches, recurrent and significant headache, severe, frequent"), concentration impairment ("difficulty concentrating"), memory impairment ("memory issues, memory impaired recurrent"), cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip, joint pain, recurrent"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain, recurrent") and gait disturbance ("limps"). In 2016, the patient experienced asthenia ("chronic and disabling asthenia, generalized loss of energy"), heavy menstrual bleeding ("gynecological, menorrhagia"), insomnia ("insomnia"), concentration impaired ("impaired concentration"), dysmenorrhoea ("gynecological, dysmenorrhea"), musculoskeletal pain ("multiple joint and muscle pain"), burning sensation ("burning sensation"), neuralgia ("neuralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis") and nervous system disorder ("neurological disorder"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("strongly allergic to nickel - as well as to other metals"), adenomyosis ("predominantly corneal adenomyosis") and fatigue ("chronic intense fatigue"). The patient was treated with surgery (total vaginal hysterectomy with salpingectomy - ovaries retained). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, headache, concentration impairment, cervicobrachial syndrome, tremor, arthralgia, pain in extremity, feeling cold, gait disturbance, allergy to metals, adenomyosis, fatigue, heavy menstrual bleeding, insomnia and dysmenorrhoea outcome was unknown, the memory impairment, myalgia, concentration impaired, musculoskeletal pain, neuralgia, xerosis and nervous system disorder had not resolved, the asthenia, burning sensation and dizziness was resolving and the tinnitus had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, burning sensation, cervicobrachial syndrome, concentration impairment, device breakage, dizziness, dysmenorrhoea, fatigue, feeling cold, gait disturbance, headache, heavy menstrual bleeding, insomnia, memory impairment, musculoskeletal pain, myalgia, nervous system disorder, neuralgia, pain in extremity, pelvic pain, tinnitus, tremor, xerosis and concentration impaired to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis. Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant. Batch no: c61992, production date: 2014-06-02, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: and (B)(4) on 20-oct-2020. The most recent information was received on 24-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, poorly systematized abdomino-pelvic pain, recurrent"), device breakage ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant") and incision site haemorrhage ("haemorrhage caused by release of vaginal stitches") in a 44 year-old female patient who had essure inserted (lot no. C61992). Additional non-serious events are detailed below. Other product or product use issues identified: device material degradation ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019). The patient had a medical history of orthostatic hypotension, epigastralgia (epigastralgia after reduction of seroplex), scapula pain (physiotherapy), dorsal pain (physiotherapy), cervical pain (physiotherapy) and psychic disturbance (attempt to reduce dose regimen of seroplex but deterioration of the psychological state) in 2013, fractured toe, low back pain, muscular back pain, hyperkyphosis and scoliosis in 2011, depressive syndrome in 2005 and weight gain (rapid weight gain of 7 kg on oral contraception), polycystic ovaries, mammogram normal (mammography: acr2 on right, acr1 on left), weight gain (weight gain of 12 kg in 1 month with trinordiol), mastodynia (mastodynia with trinordiol), weight gain (weight gain of 12 kg in 1 month with qlaira), mastodynia (mastodynia with qlaira), ovarian cyst functional (functional cyst with mirena), pelvic pain female (pelvic pain with mirena), blood pressure dropped (blood pressure dropped with mirena), missed dose, abortion, multi gravida and parity 3 (3 childrens). Previously administered products included: mirena for contraception, effexor, seroplex and diazepam for depressive syndrome, luteran for mastodynia and qlaira and trinordiol. Past adverse reactions to the above products included: device intolerance with mirena and metrorrhagia with qlaira and trinordiol. Concurrent conditions were listed as asthenia (astenia after reduction of seroplex) since 2013 as well as headache (headaches with mirena), amenorrhea (amenorrhea with mirena), genital herpes and human papilloma virus infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal distension ("after essure insertion the patient felt bloated"). In (B)(6) 2015 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required) and amenorrhoea ("amenorrhea"). In (B)(6) 2015 she experienced asthenia ("chronic and disabling asthenia, generalized loss of energy") and headache ("headaches, recurrent and significant headache, severe, frequent"). In 2015 she experienced concentration impairment ("difficulty concentrating"), memory impairment ("memory issues, memory impaired recurrent / memory disorder"), a first episode of cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip, joint pain, recurrent"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain, recurrent") and gait disturbance ("limps"). In 2016 she experienced fatigue ("chronic intense fatigue"), heavy menstrual bleeding ("gynecological, menorrhagia"), insomnia ("insomnia"), concentration impaired ("impaired concentration / concentration disorders"), a first episode of dysmenorrhoea ("gynecological, dysmenorrhea"), arthromyalgia ("multiple joint and muscle pain"), burning sensation ("burning sensation"), neuralgia ("neuralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis"), nervous system disorder ("neurological disorder") and abdominal pain ("abdominal pain"). In (B)(6) 2017 she experienced genital herpes ("genital herpes") and was found to have blood pressure diastolic decreased ("blood pressure 100/50 mmhg"). In (B)(6) 2017 she experienced osteoarthritis ("x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing") with arthralgia, menstruation irregular and musculoskeletal pain. On (B)(6) 2017 she experienced premature menopause ("various disorders considered to be signs of pre-menopause") with arthralgia, menstruation irregular and musculoskeletal pain. In (B)(6) 2017 she experienced neck pain ("right neck pain such as tightness and burning"). On (B)(6) 2018 she experienced adenomyosis ("predominantly corneal adenomyosis / moderate uterine adenomyosis"). In 2018 she experienced rotator cuff syndrome ("right rotator cuff syndrome") and gait inability ("she can no longer move because of diffuse pain"). In (B)(6) 2019 she experienced a second episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). In (B)(6) 2019 she experienced a third episode of cervicobrachial syndrome ("cervico-brachial neuralgia"). On (B)(6) 2019 she experienced a first episode of tendon disorder ("degenerative supraspinatus tendinopathy"). In (B)(6) 2019 she experienced a second episode of tendon disorder ("degenerative tendinopathy") with arthralgia, menstruation irregular and musculoskeletal pain. On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). In (B)(6) 2019 she experienced scapula pain ("recrudescence of scapular pain") and was found to have weight decreased ("after the intervention of essure removal, she lost of 10 kg in 1.5 to 2 months "). In (B)(6) 2019 she experienced incision site haemorrhage (seriousness criterion medically important). An unknown time later she experienced intermenstrual bleeding ("metrorrhagia"), pollakiuria ("heaviness and pollakiuria"), a second episode of dysmenorrhoea ("dysmenorrhea"), allergy to metals ("strongly allergic to nickel - as well as to other metals") and papilloma viral infection ("smear presence of papillomavirus") and was found to have heavy metal abnormal ("mineralogical analyses carried out and confirm the release of heavy metals, including tin in her body the analysis, the following elements were identified nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine,"). The patient was hospitalised from (B)(6) 2019. The patient was treated with dafalgan (paracetamol), duphaston (dydrogesterone), corticosteroids, other muscle relaxants, peripherally acting agents and lyrica (pregabalin) as well as surgery (total vaginal hysterectomy with bilateral salpingectomy - ovaries retained on (B)(6) 2019 and haemorrhage caused by release of vaginal stitches treated with surgery). At the time of the report, the asthenia, burning sensation and dizziness were resolving, the tinnitus had resolved and the memory impairment, myalgia, concentration impaired, arthromyalgia, neuralgia, xerosis and nervous system disorder had not resolved. The outcomes for pelvic pain, device breakage, incision site haemorrhage, intermenstrual bleeding, pollakiuria, headache, disturbance in attention, tremor, arthralgia, pain in extremity, feeling cold, gait disturbance, allergy to metals, adenomyosis, fatigue, heavy menstrual bleeding, insomnia, heavy metal abnormal, abdominal distension, amenorrhoea, abdominal pain, blood pressure diastolic decreased, genital herpes, osteoarthritis, premature menopause, neck pain, papilloma viral infection, rotator cuff syndrome, gait inability, musculoskeletal pain, weight decreased, the last episode of dysmenorrhoea and the last episode of tendon disorder were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, amenorrhoea, arthralgia, asthenia, blood pressure diastolic decreased, burning sensation, the first episode of cervicobrachial syndrome, the second episode of cervicobrachial syndrome, the third episode of cervicobrachial syndrome, device breakage, concentration impairment, concentration impaired, dizziness, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, fatigue, feeling cold, gait disturbance, gait inability, genital herpes, headache, heavy menstrual bleeding, heavy metal abnormal, incision site haemorrhage, insomnia, intermenstrual bleeding, memory impairment, arthromyalgia, scapula pain, myalgia, neck pain, nervous system disorder, neuralgia, osteoarthritis, pain in extremity, papilloma viral infection, pelvic pain, pollakiuria, premature menopause, rotator cuff syndrome, the first episode of tendon disorder, the second episode of tendon disorder, tinnitus, tremor, weight decreased and xerosis to be related to essure administration. The reporter commented: essure placement under general anesthesia in ambulatory no particular problems. On follow up 24-aug-2022: lyrica, caused ae dizziness and drowsiness. After the intervention of essure removal, improvement of headaches, persistent muscle pain, asthenia and dizziness. Worsening of shoulder pain; introduction of acupan. In (B)(6) 2019: significant asthenia; worsening of genital herpes. ; left torticollis. Spinal CT scan showing degenerative disc disease with l4-l5 disc herniation. Hospitalization from (B)(6) 2019, three months after the hysterectomy. Revision surgery under general anesthesia. Haemorrhage due to release of the stitches of the vaginal suture following sexual intercourse. In (B)(6) 2020: persistent back pain. Cervicodorsal MRI showed c5-c6 degenerative disc disease with disc protrusion, in (B)(6) 2020: scapular, dorsal, lumbar pain; occurrence of right cruralgia., in (B)(6) 2020: depressed; prescription of sertraline, then effexor; proposal for hospitalization in a psychiatric environment, refused by the patient. In (B)(6) 2020: still pain next to the right greater trochanter, linked to gluteus medius tendonitis. Still depressed, in (B)(6) 2021: positive heavy metal allergy tests. Gastroscopy and colonoscopy without abnormality. Ultrasound of the right shoulder: calcifying tendinopathy of the infraspinous tendon. In (B)(6) 2021: right shoulder tendinopathy; introduction of corticosteroid therapy. Physical examination at the time of the expertise showed nothing remarkable except: wearing a thoracolumbar corset since (B)(6) 2021 due to spinal pain; limitation of mouth opening at 3.5 cm; vaginal examination showed pain on deep pelvic examination and right pouch. According to the experts: a causal relationship between the events presented by the patient and the insertion of the essure inserts is totally excluded; the events reported by the patient didn't correspond to an intoxication related to the metals present in the essure inserts. . Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] in (B)(6) 2017: 100/50 mmhg. [Electromyogram] in (B)(6) 2019: upper limbs showed no abnormality. [Heavy metal test] (date unknown): mineralogical analyses carried out on the implant confirm the release of heavy metals, including tin in her body. During the analysis, the following elements were identified: nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine, calcium, titanium, chromium, manganese, iron, nickel, rubidium, molybdenum, silver, tin, iodine and tantalum [magnetic resonance imaging abdominal] on (B)(6) 2019: moderate uterine adenomyosis. Essure devices normally positioned. [Pathology test] on (B)(6) 2018: benign cervical biopsy result; on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis lesions and presence of giant cells . Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant. [Smear test] in (B)(6) 2017: smear showed atypical squamous cells and presence of papillomavirus. [Specialist consultation] in (B)(6) 2015: four to five months after the insertion of essure, the patient consulted for pelvic pain, amenorrhea starting 2-3 months before alternating with metrorrhagia, significant asthenia and headaches; in (B)(6) 2016: (B)(6) 2016: psychiatric follow-up; unstable and conflictual relations with her son's father; on (B)(6) 2017: menstrual irregularities and various disorders considered to be signs of pre-menopause. During this consultation, the physician prescribed duphaston for the regularization of the menstrual cycle; in 2018: end of 2018 - consulted the emergency: the patient reported she can no longer move because of diffuse pain. Prescription of relaxants [ultrasound joint] in (B)(6) 2019: showed degenerative tendinopathy. Articular infiltration. [X-ray] in (B)(6) 2017: bilateral knee pain; x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing. [X-ray of pelvis and hip] on (B)(6) 2015: plain abdomen xray showed good position of the essure inserts. Batch no: c61992, production date: 2014-06-02, expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-aug-2022: the follow information were include medical history, historical drug, lab data, treatment product, bloated feeling, amenorrhea, abdominal pain, blood pressure diastolic low genital herpes, osteoarthritis knee, premature menopause neck pain, human papillomavirus infection, rotator cuff syndrome, unable to walk, tendinopathy, scapula pain, asthenia (hospitalization added), pollakiuria, dysmenorrhea, metrorrhagia, cervicobrachialgia, weight loss, incision site haemorrhage. Headache onset date updated from 2015 to (B)(6) 2015 (discrepancy start date (B)(6) 2015 or 2016) pelvic pain female onset date updated from 2015 to (B)(6) 2015 (discrepancy start date (B)(6) 2015 or 2016) asthenia onset date updated from 2016 to (B)(6) 2015. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-oct-2020. The most recent information was received on 08-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, poorly systematized abdomino-pelvic pain, recurrent"), device breakage ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant") and incision site haemorrhage ("haemorrhage caused by release of vaginal stitches") in a 44 year-old female patient who had essure inserted (lot no. C61992). Additional non-serious events are detailed below. Product or product use issues identified: device material degradation ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019). The patient had a medical history of orthostatic hypotension, epigastralgia (epigastralgia after reduction of seroplex), scapula pain (physiotherapy), dorsal pain (physiotherapy), cervical pain (physiotherapy) and psychological disorder (attempt to reduce dose regimen of seroplex but deterioration of the psychological state) in 2013, bone fissure, acute lumbago, muscular back pain, hyperkyphosis and scoliosis in 2011, depressive syndrome in 2005 and weight gain (rapid weight gain of 7 kg on oral contraception), polycystic ovaries, mammogram normal (mammography: acr2 on right, acr1 on left), abnormal weight gain (weight gain of 12 kg in 1 month with trinordiol), breast pain female (mastodynia with trinordiol), abnormal weight gain (weight gain of 12 kg in 1 month with qlaira), breast pain female (mastodynia with qlaira), ovarian cyst functional (functional cyst with mirena), pelvic pain female (pelvic pain with mirena), blood pressure dropped (blood pressure dropped with mirena), missed dose, abortion, multi gravida and parity 3 (3 childrens). Previously administered products included: mirena for contraception, effexor, seroplex and diazepam for depressive syndrome, luteran for mastodynia and qlaira and trinordiol. Past adverse reactions to the above products included: device intolerance with mirena and metrorrhagia with qlaira and trinordiol. Concurrent conditions were listed as asthenia (astenia after reduction of seroplex) since 2013 as well as headache (headaches with mirena), amenorrhea (amenorrhea with mirena), genital herpes and human papilloma virus infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal distension ("after essure insertion the patient felt bloated"). In (B)(6) 2015 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required) and amenorrhoea ("amenorrhea"). In (B)(6) 2015 she experienced asthenia ("chronic and disabling asthenia, generalized loss of energy") and headache ("headaches, recurrent and significant headache, severe, frequent"). In 2015 she experienced concentration impairment ("difficulty concentrating"), memory impairment ("memory issues, memory impaired recurrent / memoey disorder"), a first episode of cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip, joint pain, recurrent"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain, recurrent") and limping ("limps"). In 2016 she experienced fatigue ("chronic intense fatigue"), heavy menstrual bleeding ("gynecological, menorrhagia"), insomnia ("insomnia"), concentration impaired ("impaired concentration / concentration disorders"), a first episode of dysmenorrhoea ("gynecological, dysmenorrhea"), arthromyalgia ("multiple joint and muscle pain"), burning sensation ("burning sensation"), neuralgia ("neuralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis"), nervous system disorder ("neurological disorder") and abdominal pain ("abdominal pain"). In (B)(6) 2017 she experienced genital herpes ("genital herpes") and was found to have blood pressure diastolic decreased ("blood pressure 100/50 mmhg"). In (B)(6) 2017 she experienced osteoarthritis ("x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing") with arthralgia. On (B)(6) 2017 she experienced premature menopause ("various disorders considered to be signs of pre-menopause") with menstruation irregular. In (B)(6) 2017 she experienced neck pain ("right neck pain such as tightness and burning"). On (B)(6) 2018 she experienced adenomyosis ("predominantly corneal adenomyosis / moderate uterine adenomyosis"). In 2018 she experienced rotator cuff syndrome ("right rotator cuff syndrome") and difficulty in walking ("she can no longer move because of diffuse pain"). In (B)(6) 2019 she experienced a second episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). In (B)(6) 2019 she experienced a third episode of cervicobrachial syndrome ("cervico-brachial neuralgia"). On (B)(6) 2019 she experienced a first episode of tendon disorder ("degenerative supraspinatus tendinopathy"). In (B)(6) 2019 she experienced a second episode of tendon disorder ("degenerative tendinopathy") with musculoskeletal pain. On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). In (B)(6) 2019 she experienced scapula pain ("recrudescence of scapular pain") and was found to have weight decreased ("after the intervention of essure removal, she lost of 10 kg in 1.5 to 2 months"). In (B)(6) 2019 she experienced incision site haemorrhage (seriousness criterion medically important). An unknown time later she experienced intermenstrual bleeding ("metrorrhagia"), pollakiuria ("heaviness and pollakiuria"), a second episode of dysmenorrhoea ("dysmenorrhea"), allergy to metals ("strongly allergic to nickel - as well as to other metals") and papilloma viral infection ("smear presence of papillomavirus") and was found to have heavy metal abnormal ("mineralogical analyses carried out and confirm the release of heavy metals, including tin in her body the analysis, the following elements were identified nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine,"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with dafalgan (paracetamol), duphaston (dydrogesterone), corticosteroids, other muscle relaxants, peripherally acting agents and lyrica (pregabalin) as well as surgery (total vaginal hysterectomy with bilateral salpingectomy - ovaries retained on (B)(6) 2019 and haemorrhage caused by release of vaginal stitches treated with surgery). At the time of the report, the tinnitus had resolved and the pelvic pain, incision site haemorrhage, intermenstrual bleeding, pollakiuria, latest episode of dysmenorrhoea, latest episode of cervicobrachial syndrome, memory impairment, tremor, myalgia, limping, allergy to metals, adenomyosis, fatigue, heavy menstrual bleeding, insomnia, concentration impaired, arthromyalgia, burning sensation, neuralgia, dizziness, xerosis, nervous system disorder, latest episode of tendon disorder, abdominal distension, amenorrhoea, blood pressure diastolic decreased, genital herpes, osteoarthritis, premature menopause, neck pain, papilloma viral infection, rotator cuff syndrome, difficulty in walking, scapula pain and weight decreased had not resolved. The outcomes for device breakage and heavy metal abnormal were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, amenorrhoea, arthralgia, asthenia, blood pressure diastolic decreased, burning sensation, the first episode of cervicobrachial syndrome, the second episode of cervicobrachial syndrome, the third episode of cervicobrachial syndrome, device breakage, concentration impairment, concentration impaired, dizziness, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, fatigue, feeling cold, limping, difficulty in walking, genital herpes, headache, heavy menstrual bleeding, heavy metal abnormal, incision site haemorrhage, insomnia, intermenstrual bleeding, memory impairment, arthromyalgia, scapula pain, myalgia, neck pain, nervous system disorder, neuralgia, osteoarthritis, pain in extremity, papilloma viral infection, pelvic pain, pollakiuria, premature menopause, rotator cuff syndrome, the first episode of tendon disorder, the second episode of tendon disorder, tinnitus, tremor, weight decreased and xerosis to be related to essure administration. The reporter commented: essure placement under general anestesia in ambulatory no particular problems. On follow up (B)(6) 2022: lyrica, caused ae dizziness and drowsiness. After the intervention of essure removal, improvement of headaches, persistent muscle pain, asthenia and dizziness. Worsening of shoulder pain; introduction of acupan. In (B)(6) 2019: significant asthenia; worsening of genital herpes. ; left torticollis. Spinal CT scan showing degenerative disc disease with l4-l5 disc herniation. Hospitalization from 05 to (B)(6) 2019, three months after the hysterectomy. Revision surgery under general anesthesia. Haemorrhage due to release of the stitches of the vaginal suture following sexual intercourse. In (B)(6) 2020: persistent back pain. Cervicodorsal MRI showed c5-c6 degenerative disc disease with disc protrusion, in (B)(6) 2020: scapular, dorsal, lumbar pain; occurrence of right cruralgia., in (B)(6) 2020: depressed; prescription of sertraline, then effexor; proposal for hospitalization in a psychiatric environment, refused by the patient. In (B)(6) 2020: still pain next to the right greater trochanter, linked to gluteus medius tendonitis. Still depressed, in (B)(6) 2021: positive heavy metal allergy tests. Gastroscopy and colonoscopy without abnormality. Ultrasound of the right shoulder: calcifying tendinopathy of the infraspinous tendon. In (B)(6) 2021: right shoulder tendinopathy; introduction of corticosteroid therapy. Physical examination at the time of the expertise showed nothing remarkable except: wearing a thoracolumbar corset since (B)(6) 2021 due to spinal pain; limitation of mouth opening at 3.5 cm; vaginal examination showed pain on deep pelvic examination and right pouch. According to the experts: a causal relationship between the events presented by the patient and the insertion of the essure inserts is totally excluded; the events reported by the patient didn't correspond to an intoxication related to the metals present in the essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] in (B)(6) 2017: 100/50 mmhg [electromyogram] in (B)(6) 2019: upper limbs showed no abnormality [heavy metal test] (date unknown): mineralogical analyses carried out on the implant confirm the release of heavy metals, including tin in her body.during the analysis, the following elements were identified: nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine, calcium, titanium, chromium, manganese, iron, nickel, rubidium, molybdenum, silver, tin, iodine and tantalum [magnetic resonance imaging abdominal] on (B)(6) 2019: moderate uterine adenomyosis. Essure devices normally positioned [pathology test] on (B)(6) 2018: benign cervical biopsy result; on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis lesions and presence of giant cells . Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant [smear test] in (B)(6) 2017: smear showed atypical squamous cells and presence of papillomavirus [specialist consultation] in (B)(6) 2015: four to five months after the insertion of essure, the patient consulted for pelvic pain, amenorrhea starting 2-3 months before alternating with metrorrhagia, significant asthenia and headaches; in (B)(6) 2016: august- (B)(6) 2016: psychiatric follow-up; unstable and conflictual relations with her son's father; on (B)(6) 2017: menstrual irregularities and various disorders considered to be signs of pre-menopause. During this consultation, the physician prescribed duphaston for the regularization of the menstrual cycle; in 2018: end of 2018 - consulted the emergency: the patient reported she can no longer move because of diffuse pain. Prescription of relaxants [ultrasound joint] in (B)(6) 2019: showed degenerative tendinopathy. Articular infiltration. [X-ray] in (B)(6) 2017: bilateral knee pain; x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing [x-ray of pelvis and hip] on (B)(6) 2015: plain abdomen xray showed good position of the essure inserts batch no: c61992, production date: 2014-06-02 and expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-nov-2022: event outcome updated as not recovered/not resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-oct-2020. The most recent information was received on 23-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, poorly systematized abdomino-pelvic pain, recurrent') and device breakage ('in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant') in a 44-year-old female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019. The patient's medical history included parity. Previously administered products included for contraception: iud nos. Past adverse reactions to the above products included device intolerance with iud nos. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches, recurrent and significant headache, severe, frequent"), concentration impairment ("difficulty concentrating"), memory impairment ("memory issues, memory impaired recurrent"), the first episode of cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip, joint pain, recurrent"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain, recurrent") and gait disturbance ("limps"). In 2016, the patient experienced asthenia ("chronic and disabling asthenia, generalized loss of energy"), heavy menstrual bleeding ("gynecological, menorrhagia"), insomnia ("insomnia"), concentration impaired ("impaired concentration"), dysmenorrhoea ("gynecological, dysmenorrhea"), musculoskeletal pain ("multiple joint and muscle pain"), burning sensation ("burning sensation"), neuralgia ("neuralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis") and nervous system disorder ("neurological disorder"). On (B)(6) 2018, the patient experienced adenomyosis ("predominantly corneal adenomyosis / moderate uterine adenomyosis"), 3 years 4 months after insertion of essure. In (B)(6) 2019, the patient experienced the second episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). On (B)(6) 2019, the patient experienced tendon disorder ("degenerative supraspinatus tendinopathy"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required). On an unknown date, the patient experienced allergy to metals ("strongly allergic to nickel - as well as to other metals") and fatigue ("chronic intense fatigue") and was found to have heavy metal abnormal ("mineralogical analyses carried out and confirm the release of heavy metals, including tin in her body the analysis, the following elements were identified nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine,"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy - ovaries retained). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, headache, concentration impairment, tremor, arthralgia, pain in extremity, feeling cold, gait disturbance, allergy to metals, adenomyosis, fatigue, heavy menstrual bleeding, insomnia, dysmenorrhoea, heavy metal abnormal, tendon disorder and the last episode of cervicobrachial syndrome outcome was unknown, the memory impairment, myalgia, concentration impaired, musculoskeletal pain, neuralgia, xerosis and nervous system disorder had not resolved, the asthenia, burning sensation and dizziness was resolving and the tinnitus had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, burning sensation, concentration impairment, device breakage, dizziness, dysmenorrhoea, fatigue, feeling cold, gait disturbance, headache, heavy menstrual bleeding, heavy metal abnormal, insomnia, memory impairment, musculoskeletal pain, myalgia, nervous system disorder, neuralgia, pain in extremity, pelvic pain, tendon disorder, tinnitus, tremor, xerosis, the first episode of cervicobrachial syndrome, concentration impaired and the second episode of cervicobrachial syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): heavy metal test - on an unknown date: mineralogical analyses carried out on the implant confirm the release of heavy metals, including tin in her body.during the analysis, the following elements were identified: nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine, calcium, titanium, chromium, manganese, iron, nickel, rubidium, molybdenum, silver, tin, iodine and tantalum. Magnetic resonance imaging abdominal - on (B)(6) 2019: moderate uterine adenomyosis. Essure devices normally positioned. Pathology test - on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis. Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant. Batch no: c61992, production date: 2014-06-02, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-nov-2021: the follow information were updated: lawyer's reporter and lab data. The events tendinopathy, heavy metal abnormal and cervicobrachialgia were added. Event onset date added for the event adenomyosis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-oct-2020. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, poorly systematized abdomino-pelvic pain, recurrent"), device breakage ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant") and incision site haemorrhage ("haemorrhage caused by release of vaginal stitches") in a 44 year-old female patient who had essure inserted (lot no. C61992). Additional non-serious events are detailed below. Product or product use issues identified: device material degradation ("in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019). The patient had a medical history of orthostatic hypotension, epigastralgia (epigastralgia after reduction of seroplex), scapula pain (physiotherapy), dorsal pain (physiotherapy), cervical pain (physiotherapy) and psychological disorder (attempt to reduce dose regimen of seroplex but deterioration of the psychological state) in 2013, bone fissure, acute lumbago, muscular back pain, hyperkyphosis and scoliosis in 2011, depressive syndrome in 2005 and weight gain (rapid weight gain of 7 kg on oral contraception), polycystic ovaries, mammogram normal (mammography: acr2 on right, acr1 on left), abnormal weight gain (weight gain of 12 kg in 1 month with trinordiol), breast pain female (mastodynia with trinordiol), abnormal weight gain (weight gain of 12 kg in 1 month with qlaira), breast pain female (mastodynia with qlaira), ovarian cyst functional (functional cyst with mirena), pelvic pain female (pelvic pain with mirena), blood pressure dropped (blood pressure dropped with mirena), missed dose, abortion, multi gravida and parity 3 (3 childrens). Previously administered products included: mirena for contraception, effexor, seroplex and diazepam for depressive syndrome, luteran for mastodynia and qlaira and trinordiol. Past adverse reactions to the above products included: device intolerance with mirena and metrorrhagia with qlaira and trinordiol. Concurrent conditions were listed as asthenia (astenia after reduction of seroplex) since 2013 as well as headache (headaches with mirena), amenorrhea (amenorrhea with mirena), genital herpes and human papilloma virus infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal distension ("after essure insertion the patient felt bloated"). In (B)(6) 2015 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required) and amenorrhoea ("amenorrhea"). In (B)(6) 2015 she experienced a first episode of asthenia ("chronic and disabling asthenia, generalized loss of energy") and headache ("headaches, recurrent and significant headache, severe, frequent"). In 2015 she experienced concentration impairment ("difficulty concentrating"), memory impairment ("memory issues, memory impaired recurrent / memoey disorder"), a first episode of cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), joint pain ("pain in the right hip, joint pain, recurrent"), pain in extremity ("pain in thigh"), feeling cold ("feeling of being cold"), myalgia ("muscle pain, recurrent") and limping ("limps"). In 2016 she experienced fatigue ("chronic intense fatigue"), heavy menstrual bleeding ("gynecological, menorrhagia"), insomnia ("insomnia"), concentration impaired ("impaired concentration / concentration disorders"), a first episode of dysmenorrhoea ("gynecological, dysmenorrhea"), arthromyalgia ("multiple joint and muscle pain"), burning sensation ("burning sensation"), neuralgia ("neuralgia"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis"), nervous system disorder ("neurological disorder") and abdominal pain ("abdominal pain"). In (B)(6) 2017 she experienced genital herpes ("genital herpes") and was found to have blood pressure diastolic decreased ("blood pressure 100/50 mmhg"). In (B)(6) 2017 she experienced osteoarthritis ("x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing"). On (B)(6) 2017 she experienced premature menopause ("various disorders considered to be signs of pre-menopause"). In (B)(6) 2017 she experienced neck pain ("right neck pain such as tightness and burning"). On (B)(6) 2018 she experienced adenomyosis ("predominantly corneal adenomyosis / moderate uterine adenomyosis"). In 2018 she experienced rotator cuff syndrome ("right rotator cuff syndrome") and difficulty in walking ("she can no longer move because of diffuse pain"). In (B)(6) 2019 she experienced a second episode of cervicobrachial syndrome ("cervicobrachial neuralgia"). In (B)(6) 2019 she experienced a third episode of cervicobrachial syndrome ("cervico-brachial neuralgia"). On (B)(6) 2019 she experienced a first episode of tendon disorder ("degenerative supraspinatus tendinopathy"). In (B)(6) 2019 she experienced a second episode of tendon disorder ("degenerative tendinopathy"). On (B)(6) 2019 she experienced device breakage (seriousness criterion intervention required). In (B)(6) 2019 she experienced a first episode of musculoskeletal pain ("recrudescence of scapular pain") and was found to have weight decreased ("after the intervention of essure removal, she lost of 10 kg in 1.5 to 2 months"). In (B)(6) 2019 she experienced incision site haemorrhage (seriousness criterion medically important). On unknown date she experienced intermenstrual bleeding ("metrorrhagia"), pollakiuria ("heaviness and pollakiuria"), a second episode of dysmenorrhoea ("dysmenorrhea"), allergy to metals ("strongly allergic to nickel - as well as to other metals"), aching in knees ("bilateral knee pain"), menstruation irregular ("menstrual irregularities"), papilloma viral infection ("smear presence of papillomavirus"), a second episode of musculoskeletal pain ("left scapular pain"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), a second episode of asthenia ("asthenia"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning") and was found to have heavy metal abnormal ("mineralogical analyses carried out and confirm the release of heavy metals, including tin in her body the analysis, the following elements were identified nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine,"). The patient was hospitalised from (B)(6) 2019. The patient was treated with dafalgan (paracetamol), duphaston (dydrogesterone), corticosteroids, other muscle relaxants, peripherally acting agents and lyrica (pregabalin) as well as surgery (total vaginal hysterectomy with bilateral salpingectomy - ovaries retained on (B)(6) 2019 and haemorrhage caused by release of vaginal stitches treated with surgery). At the time of the report, the tinnitus had resolved and the pelvic pain, incision site haemorrhage, intermenstrual bleeding, pollakiuria, latest episode of dysmenorrhoea, latest episode of cervicobrachial syndrome, memory impairment, tremor, myalgia, limping, allergy to metals, adenomyosis, fatigue, heavy menstrual bleeding, insomnia, concentration impaired, arthromyalgia, burning sensation, neuralgia, dizziness, xerosis, nervous system disorder, latest episode of tendon disorder, abdominal distension, amenorrhoea, blood pressure diastolic decreased, genital herpes, osteoarthritis, premature menopause, neck pain, papilloma viral infection, rotator cuff syndrome, difficulty in walking and weight decreased had not resolved. The outcomes for device breakage, heavy metal abnormal, eye disorder, skin disorder, nausea, arrhythmia, ear, nose and throat disorder, metal poisoning and the last episode of asthenia were unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, amenorrhoea, arrhythmia, joint pain, arthromyalgia, aching in knees, the first episode of asthenia, the second episode of asthenia, blood pressure diastolic decreased, burning sensation, the first episode of cervicobrachial syndrome, the second episode of cervicobrachial syndrome, the third episode of cervicobrachial syndrome, device breakage, concentration impairment, concentration impaired, dizziness, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea, ear, nose and throat disorder, eye disorder, fatigue, feeling cold, limping, difficulty in walking, genital herpes, headache, heavy menstrual bleeding, heavy metal abnormal, incision site haemorrhage, insomnia, intermenstrual bleeding, memory impairment, menstruation irregular, metal poisoning, the first episode of musculoskeletal pain, the second episode of musculoskeletal pain, myalgia, nausea, neck pain, nervous system disorder, neuralgia, osteoarthritis, pain in extremity, papilloma viral infection, pelvic pain, pollakiuria, premature menopause, rotator cuff syndrome, skin disorder, the first episode of tendon disorder, the second episode of tendon disorder, tinnitus, tremor, weight decreased and xerosis to be related to essure administration. The reporter commented: essure placement under general anestesia in ambulatory no particular problems. On follow up (B)(6) 2022: lyrica, caused ae dizziness and drowsiness. After the intervention of essure removal, improvement of headaches, persistent muscle pain, asthenia and dizziness. Worsening of shoulder pain; introduction of acupan. In (B)(6) 2019: significant asthenia; worsening of genital herpes.; left torticollis. Spinal CT scan showing degenerative disc disease with l4-l5 disc herniation. Hospitalization from (B)(6) 2019, three months after the hysterectomy. Revision surgery under general anesthesia. Haemorrhage due to release of the stitches of the vaginal suture following sexual intercourse. In (B)(6) 2020: persistent back pain. Cervicodorsal MRI showed c5-c6 degenerative disc disease with disc protrusion, in (B)(6) 2020: scapular, dorsal, lumbar pain; occurrence of right cruralgia., in september 2020: depressed; prescription of sertraline, then effexor; proposal for hospitalization in a psychiatric environment, refused by the patient. In (B)(6) 2020: still pain next to the right greater trochanter, linked to gluteus medius tendonitis. Still depressed, in (B)(6) 2021: positive heavy metal allergy tests. Gastroscopy and colonoscopy without abnormality. Ultrasound of the right shoulder: calcifying tendinopathy of the infraspinous tendon. In (B)(6) 2021: right shoulder tendinopathy; introduction of corticosteroid therapy. Physical examination at the time of the expertise showed nothing remarkable except: wearing a thoracolumbar corset since (B)(6) 2021 due to spinal pain; limitation of mouth opening at 3.5 cm; vaginal examination showed pain on deep pelvic examination and right pouch. According to the experts: a causal relationship between the events presented by the patient and the insertion of the essure inserts is totally excluded; the events reported by the patient didn't correspond to an intoxication related to the metals present in the essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): [blood pressure measurement] in (B)(6) 2017: 100/50 mmhg. [Electromyogram] in (B)(6) 2019: upper limbs showed no abnormality. [Heavy metal test] (date unknown): mineralogical analyses carried out on the implant confirm the release of heavy metals, including tin in her body.during the analysis, the following elements were identified: nitrogen, oxygen, sodium, magnesium, silicon, phosphorus, sulfur, chlorine, calcium, titanium, chromium, manganese, iron, nickel, rubidium, molybdenum, silver, tin, iodine and tantalum [magnetic resonance imaging pelvic] on (B)(6) 2019: moderate uterine adenomyosis. Essure devices normally positioned. [Pathology test] on (B)(6) 2018: benign cervical biopsy result; on (B)(6) 2019: first findings: implants in place, as well as a predominantly corneal adenomyosis lesions and presence of giant cells. Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant [smear test] in (B)(6) 2017: smear showed atypical squamous cells and presence of papillomavirus [specialist consultation] in (B)(6) 2015: four to five months after the insertion of essure, the patient consulted for pelvic pain, amenorrhea starting 2-3 months before alternating with metrorrhagia, significant asthenia and headaches; in (B)(6) 2016: (B)(6) 2016: psychiatric follow-up; unstable and conflictual relations with her son's father; on (B)(6) 2017: menstrual irregularities and various disorders considered to be signs of pre-menopause. During this consultation, the physician prescribed duphaston for the regularization of the menstrual cycle; in 2018: end of 2018 - consulted the emergency: the patient reported she can no longer move because of diffuse pain. Prescription of relaxants. [Ultrasound joint] in (B)(6) 2019: showed degenerative tendinopathy. Articular infiltration. [X-ray] in (B)(6) 2017: bilateral knee pain; x-ray showing early osteoarthritis with a beginning of internal femoro-tibial narrowing [x-ray of pelvis and hip] on (B)(6) 2015: plain abdomen xray showed good position of the essure inserts batch no: c61992. Production date: 2014-06-02. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events metal poisoning, eye disorder, skin disorder, nausea, heart rhythm disorders, ent disorders & heavy metal poisoning were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on 24-mar-2015. The patient stated that she experienced symptoms due to deterioration of essure with particles release. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. C61992) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory issues"), cervicobrachial syndrome ("left cervico-brachial neuralgia"), tremor ("tremors in the left leg"), arthralgia ("pain in the right hip"), pain in extremity ("pain in thigh"), feeling abnormal ("feeling of being cold"), myalgia ("muscle pain") and gait disturbance ("limps"). The patient was treated with surgery (total vaginal hysterectomy with salpingectomy - ovaries retained). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, disturbance in attention, memory impairment, cervicobrachial syndrome, tremor, arthralgia, pain in extremity, feeling abnormal, myalgia and gait disturbance outcome was unknown. The reporter considered arthralgia, cervicobrachial syndrome, disturbance in attention, feeling abnormal, gait disturbance, headache, memory impairment, myalgia, pain in extremity, pelvic pain and tremor to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.